Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: according to the information received, "it was reported that attune 5/6 16mm shim is cracked. Attune 5/6 10mm shim is missing metal cylinders (cylinders are lost and will not be returned). Attune 38 dome patella trial scratched." The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. Device displays signs of normal use. No damage or defects that could compromise the functionality of the device were observed. It is important to mention that this attune conv shim model does not incorporate metal bushings as part of its design specifications. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the aattune conv shim sz5 10mm would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional manufacturer narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that attune 5/6 16mm shim is cracked. Attune 5/6 10mm shim is missing metal cylinders (cylinders are lost and will not be returned). Attune 38 dome patella trial scratched.